Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), endometriosis ("endometriosis") and coital bleeding ("bleeding during intercourse") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and coital bleeding (seriousness criterion medically significant). The patient was treated with surgery (tubes and coils were removed) and surgery. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, endometriosis, fatigue, headache, depression and anxiety had resolved and the coital bleeding outcome was unknown. The reporter considered abdominal pain lower, anxiety, coital bleeding, depression, endometriosis, fatigue and headache to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping"), endometriosis ("endometriosis") and coital bleeding ("bleeding during intercourse") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant), fatigue ("fatigue"), headache ("headaches"), depression ("depression"), anxiety ("anxiety") and coital bleeding (seriousness criterion medically significant). The patient was treated with surgery (tubes and coils were removed) and surgery. Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, endometriosis, fatigue, headache, depression and anxiety had resolved and the coital bleeding outcome was unknown. The reporter considered abdominal pain lower, anxiety, coital bleeding, depression, endometriosis, fatigue and headache to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.